Event description:
A call to technical services was made on 4/29/2013 stating that this lead was experiencing fluctuating impedance rates. From (B)(6) 2012 impedance would go less than 200 sometimes and then back up to 800 ohms sometimes and bounce around and just recently at greater than 2000 and that is how it is today. Representative also stated that he is able to capture with normal outputs but representative needs to look closer at that. It states no episodes in the logbook and no evidence of noise. Representative states the patient passed out on (B)(6) 2013 but no episodes in the logbook associated with that time. Patient is 29% atrial pace so possible that the patient needed atrial pacing and was not capturing that day but cant really say for sure. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).